Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a ¿por¿ was performed to no avail. At that point, the patient elected to replace it with a primary cell battery to avoid this issue in the future. The case was yet to be scheduled but they were working with ¿auth¿ now. The device had not been explanted yet but would send in if it was needed. No outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that two months prior to (B)(6) 2014, the patient went somewhere and left his recharger at home. As a result, the implantable neurostimulator (ins) became overdischarged in (B)(6) 2014. Further, the patient had some trouble coupling with the ins. The ins was jump started in (B)(6) 2014. Then, according to the manufacturer's representative, in (B)(6) 2014, the patient experienced burning and stinging sensation at the ins site (pocket site) with the stimulation off and in a discharged state (the healthcare professional [hcp] stated it started more in (B)(6) 2014). In addition, the healthcare professional (hcp) felt that the overdischarge caused some change to the battery, which resulted in the delivery of ¿some sort of simulation for the patient to feel.¿ the hcp stated he had observed where batteries that were close to the end of life behaved in this way and delivered stimulation. The hcp also reported that there was no infection. The manufacturer's representative was unable to interrogate the ins with the clinician programmer on (B)(6) 2014. It sounded like the hcp and manufacturer's representative were having a discussion of whether to remove the ins or not. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n383628, implanted: (B)(6) 2013, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).